Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose and the insulin pump received no delivery alarm. The customer¿s blood glucose level was 485 mg/dl at the time of incident. The customer¿s current blood glucose level was 400 mg/dl. The customer reported that the blood glucose level was high and then it went down to 380 mg/dl and then again it went up and it was treated with insulin injection. The customer reported that the drive support cap was normal. The customer replaced plunger and manually pushed plunger, while keeping the reservoir straight and found that the insulin did exit. The insulin pump will not be returned for analysis.